Event description:
It was reported that a red screen was observed on the programmer upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician contacted the field representative after the patient had left the office. The interrogation report was printed from the programmer, and a device integrity check/bd message was confirmed to be on the report. Technical services (ts) requested a copy of the programmer files for analysis to determine the cause of the message. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red screen was observed on the programmer upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician contacted the field representative after the patient had left the office. The interrogation report was printed from the programmer, and a device integrity check/battery depletion (bd) message was confirmed to be on the report. Technical services (ts) requested a copy of the programmer files for analysis to determine the cause of the message. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was seen for in-clinic approximately one month later. Interrogation of the device noted the battery status was appropriate, with no further battery depletion messages. The patient will continue routine in clinic follow ups. No adverse patient effects were reported. This device remains in service.